Event description:
One paint chip detached from the metal cover of the surgical light and fell onto the sterile field. The hosp did not report any injuries. (B) (4). (B) (4).

Manufacturer narrative:
Upon awareness from the (B) (6) health agency, maquet attempted to contact the customer to set up a visit and investigate on the issue. However, a complete eval could not be done since the hosp staff had cleaned the device entirely after the incident occurred in order to prevent potential recurrence. Maquet provided an estimate for the replacement of the damaged parts by new ones. The hanaulux 2000 user manual (B) (4) indicates that products are to be inspected periodically by the operator with attention to defects in paint work. Maquet inc submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.